Manufacturer narrative:
The zealand pharma ae assessor reported the v-go user has not returned the ae assessor's calls to allow for further investigation of hyperglycemia bg of 411-462 that a family member reported to vcc during an insurance investigation. Without speaking with the v-go user the ae assessor is unable to identify possible contributing factors to the hyperglycemia. Pre vgo insulin dosing is unknown, pre vgo bg results 200-250. No symptoms of hyperglycemia were noted by vcc. V-go user was instructed by hcp to discontinue v-go30 device and to start using novolog 70/30, 40 units. Frequency of 70/30 dose unknown by ae assessor. Bg decreased to 201 after 40 units of novolog 70/30. Ae assessor considers bg over 400 with the highest bg 462, as serious. Hcp provided bg management to vgo user. Cause of hyperglycemia is unknown.

Event description:
The patient's granddaughter reported that the patient experienced hyperglycemia on (B)(6) 2021. The granddaughter indicated that the patient contacted her doctor and he instructed patient to discontinue v-go and start using 40 units novolog 70/30 pens. The patient started v-goon (B)(6) 2021 and discontinued use on (B)(6) 2021. The granddaughter reported the following readings on (B)(6) 2021: 9:20 a.m. Before breakfast a reading of 411, at 12:30 p.m. Before lunch a reading of 462, at 3:55 p.m. After lunch a reading of 450, at 7:10 p.m. Before dinner a reading of 438. The patient indicated that after using the 40 units of novolog pen the reading was 201. The granddaughter indicated that her normal readings are between 200-250.